Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: could not find during hsg test') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, chest pain, shortness of breath, uterine bleeding, adenomyosis, cervix inflammation and c-section. Concurrent conditions included pneumonia since (B)(6) 2016 and heavy periods since (B)(6) 2016. Concomitant products included azithromycin (zithromax) from (B)(6) 2016 to (B)(6) 2016 for pneumonia and shortness of breath, cholecalciferol (cholecalciferol) for vitamin d deficiency as well as cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2016 to (B)(6) 2016 and medroxyprogesterone acetate (depo provera) since 2006. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol, ibuprofen, naproxen, norgestimate, triamcinolone and surgery (salping. (Bilateral) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, psychological trauma, migraine, headache, nausea, weight increased and urticaria outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia, device migration and psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: nonspecific bowel gas pattern without evidence of bowel obstruction. Linear radiodensity overlying the left lower quadrant/superior aspect of the left iliac wing which appears to represent abnormal position/lost essure coil.. Hysterosalpingogram - on (B)(6) 2012: result of essure confirmation test- unilateral occlusion (left tube occluded), migration of essure device. Only one side closed and the other one was not where it should have been. Occlusion of the left fallopian tube but not on the right. Subsequent x rays showed no evidence of right coil in pelvis.; on (B)(6) 2013: result of essure confirmation test- unilateral occlusion (left tube occluded),migration of essure device. Only one side closed and the other one was not where it should have been. Occlusion of the left fallopian tube but not on the right. Subsequent x rays showed no evidence of right coil in pelvis.; on (B)(6) 2016: confirmatory hsg showed occlusion of the left fallopian tube but not on the right. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) : right occlusion only, malposition, migration. X-ray - on (B)(6) 2016: showed no evidence of right coil in pelvis. X-ray of pelvis and hip - on (B)(6) 2016: impression: 2 essure micro inserts are seen ln the left lower quadrant and left hemi-pelvis. Please seen the kub report for details. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: previously reported event "injury" updated to "dysmenorrhea", events-"pelvic pain female, abdominal pain, menorrhagia, device migration, psychological trauma, psychological trauma, fatigue, migraine, headaches, nausea and weight gain", reporter, patient demographic added. On 19-sep-2019: fu 2 and 3 process together : pfs and mr received: new event (vaginal bleeding and hives) updated, reporters, drug used to treat ae, outcome of events fatigue, vaginal bleeding, menorrhagia, abdominal pain (recovered) updated, medical history and lab test updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.